Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturing representative reported that a consumer experienced "electric stabbing" around the implantable neurostimulator (ins). This had been occurring since the beginning of 2016. Low impedances were once measured to be less than 50 ohms on electrode four, but after that they could not measure the low impedances again even while palpating the ins and connector block. No patient harm or injury was reported, but they did not have adequate therapy. Additional information received from the representative reported additional diagnostics/troubleshooting were done, including x-ray, palpation at connector site, and reprogramming. Actions/interventions were noted as the consumer was planned for operating room. The consumer was not receiving effective therapy at the moment.